Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, hb found a starting hb of 10.3g/dl and pacu hb of 5.67g/dl equating to almost half the patients blood volume, minus dilution, yet the triton canister reading was felt to be low for the amount of bleed that took place. The customer also stated that triton canister output for his patient who was actively bleeding during a c/s which was complicated with uterine inversion. This patients starting hb was 12.8g/dl and dropped to 8.6g/dl in the pacu. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, hb found a starting hb of 10.3g/dl and pacu hb of 5.67g/dl equating to almost half the patients blood volume, minus dilution, yet the triton canister reading was felt to be low for the amount of bleed that took place. The customer also stated that triton canister output for his patient who was actively bleeding during a c/s which was complicated with uterine inversion. This patients starting hb was 12.8g/dl and dropped to 8.6g/dl in the pacu. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.